Event description:
It was reported that during a thyroidectomy procedure, the tissue pad was flaking off into the pt. The pieces were retrieved. A new device was used and the tissue pad flaked off in the same manner. The pieces were also retrieved from the second device. The procedure was completed with clip, cut and tie. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.